Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with a sample pipetting and pre-analytical handling issue because only one patient result was affected.

Manufacturer narrative:
The field service engineer checked the water level at the wash station and replaced the cuvette and lamp. Calibration and qc were performed and passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable crep2 creatinine plus ver.2 result from the cobas pro c 503 analytical unit. The initial result was 1.59 mg/dl. The repeat result was 2.60 mg/dl. The second repeat result was 1.62 mg/dl and was believed correct. The third repeat result was 1.80 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 64318001 with an expiration date of 28-feb-2023.